Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inguinal herniorrhaphy procedure, when the mesh was being fixed, the device broke after releasing the 5th tack. Another device was used to complete the case. There was no patient injury.